Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "two 2.1 drills from the asnis micro split when being used. The correct size k-wire was in use as well. A ll debris was removed from the field/patient.